Event description:
It was reported that during a da vinci-assisted surgical procedure, a nurse reported that the instrument did not respond to the manipulator's movements, and she observed that the pulley was loose. The procedure was completed using a backup instrument of the same type with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis could not verify the customer reported event of loose cable or pulley. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument did not move intuitively with full range of motion in all directions. The grip tips did not open and close properly. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the distal end. The probable root cause of loose cable cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no issues related to a loose cable or pulley. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.